Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a recent weight loss, the patient's ipg was flipping in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue.